Event description:
It was reported that during a scheduled retrieval, the filter was discovered to have moved caudally 1 vertebral body. In addition, a filter leg was perforating the vena cava 2 or 3mm but not touching the aorta and the filter was tilted 35 degrees. This was noted on angio followed by CT. No extravasation was noted. The patient is asymptomatic. The filter was originally implanted with the apex of the filter at l2. The filter could not be removed by the doctor due to the tilt.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number is unk. The sample was not evaluated, as it remains implanted. Several unsuccessful attempts were made to obtain additional information regarding this event. It is unk if patient or procedural factors contributed to the reported event. The results of the investigation are inconclusive and the root cause is unk.the information for use for this device states: complications may occur at any time during or after the procedure. Possible complications include but are not limited to the following: perforation or other acute or chronic damage of the ivc wall.